Event description:
A signal loss alarm issue was reported with the freestyle libre 2 sensor. Customer entered into a hypoglycemic state and the low glucose alarm did not sound. Customer experienced symptoms described as shaking, pallor, sweating, and a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.